Event description:
The tip of two drivers broke off during removal of screws causing a 30 minute extension to the surgery.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Although the complaint is non-verifiable, a previous investigation stated it is possible that under use the surgeon did not install the peg at the preset angle of the plate causing the screw to strip and lock, therefore, resulting in the peg to seize in the plate and the driver tip to break after excessive torque was applied. Although a previous investigation stated this failure rate is low, product development and quality engineering were notified of the complaint. The lot number required to review the inspection records was not provided. No corrective action. Trends will be monitored to determine if product improvement is necessary. Product developement and quality engineering were notified of this complaint, depuy considers the investigation closed. Should the products and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.